Manufacturer narrative:
Unit passed displacement test, active current test and self-test. Unit failed sleep current test. High sleep current isolated to pcba 1. Low battery alert less than 1 week not confirmed. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they received multiple replace battery now alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.